Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had low blood glucose level and had alleged that the insulin pump was over delivering. The blood glucose value was unknown. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature. No harm requiring medical intervention was reported. The device will be returned and the reservoir will not be returned for analysis.